Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance in bipolar and unipolar configurations. The lead displayed poor sensing, however was able to capture at 1.0 v. Due to the age of the patient, the physician did not feel lead replacement was appropriate. The pulse generator was reprogrammed to vvi mode with a base rate of 60 pulses per minute.

Manufacturer narrative:
Na